Event description:
It was reported that the inner cannulas does not click in and pops out. Patient involvement and adverse patient effects are unknown/unclear.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: twenty samples were returned in unused conditions in original packaging. Per visual inspection, no damage was found in the samples returned. During the functional testing, all samples failed the minimum ring gauge test. The failure mode was able to be confirmed. The root cause was found to be that the od over bumps were out of specification due to the flash on the supplier tool. The supplier mold was repaired to remove the burr on cavity number 2. The supplier updated the inspection test method to align with the ICU medical method. A retrospective review of 12-month period was made for complaints originated and related to this issue and three additional complaints (B)(4) were identified to this lot 4435050.

Manufacturer narrative:
Investigation summary: twenty (20) returned samples of p/n 101/856/080 from lot: 4435050 were received in unused condition and in their original packaging. The returned samples were visually inspected at 12¿ to 16¿ and normal conditions of illumination according. Per visual inspection, no damage was found in the samples returned. A bluselect tracheostomy tube of the same size as the samples returned by the customer was taken and the cannulas were inserted. All returned samples were tested. All samples were well adjusted; no damage was found in the returned samples. The failure mode of ¿a0266 - inner cannula problem¿ was not confirmed. Based on the analysis conducted in the sample provided, no root cause was determined. No actions were required since the complaint was not confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.